Event description:
It was reported that there was a high impedance issue. It was stated that electrode 4 showed <(><<)>10000 in all combinations. An impedance test was done along with reprogramming. Electrode 4 was not in use in any program in any group. No patient symptom was reported and the patient status at the time of the report was listed as no injury. If additional information is received a follow up report will be sent.

Event description:
Additionally, information received reported that there was a high impedance issue. Electrodes 7 and 8 were >10,000 were seen. No action was required as a result of the event. It was noted that electrodes 7 and 8 were not currently needed for effective programming. The patient was alive, without injury, and was receiving effective therapy. No patient symptoms reported.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # va08255, implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3888-33, lot # v821945, implanted: (B)(6) 2014, product type lead.